Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a blinking front panel. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction added to field: g2. Additional information added to field h6, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were found: the device turned off automatically after some time, and the keyboard was not working. Based on the results of the investigation, the event 1 phenomenon (front panel blinking) was not reproduced, the presumed cause could not be identified. Moreover, the event 2 it was presumed that (device is getting turn off automatic after some time) occurred due to power supply unit failure. Furthermore, event 3 it was presumed that (keyboard is not working) occurred due to faulty main board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.